Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rex roth valve is leaking.associated malfunctions for this device: pilot valve leaking, o ring leaking, intake and cabinet filters missing.